Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain/ central pelvis') and systemic lupus erythematosus ('autoimmune disorder - type of disorder: sle') in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dyspepsia (mild reflux), mitral regurgitation, endoscopy, biopsy, epigastric pain, nausea, sprue, bacterial infection due to helicobacter pylori (h. Pylori), gastric biopsy, biopsy small intestine, chronic inflammation of orbit, unspecified, gastroesophageal reflux disease, endometriosis, insomnia, obesity, vitamin d deficiency, polycystic ovaries, hypertension, vaginitis, malaise, headache, nausea, diarrhea, abdominal pain, c-section, impaired fasting glucose, d & c, gastric bypass, stomach pain, intramural leiomyoma of uterus, mood disorder, uti and swelling of legs. Previously administered products included for an unreported indication: lo lestrine fe, birth control pill and ocella. Concurrent conditions included malignant neoplasm of cervix uteri since (B)(6) 2013, malignant neoplasm of axillary tail of female breast since (B)(6) 2013, gynecological examination since (B)(6) 2013, amenorrhea since (B)(6) 2013, knee operation (right knee) since (B)(6) 2013, cholecystectomy since (B)(6) 2012, gastric bypass since (B)(6) 2012, cholecystitis, cholelithiasis, cholecystectomy, hemostasis, venereal disease, unspecified, pre-menstrual tension syndrome, menometrorrhagia and morbid obesity. Concomitant products included bupropion hydrochloride (wellbutrin), escitalopram oxalate (lexapro), omeprazole and vitamins nos (multivitamin). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia / heavy bleeding"), tooth disorder ("dental problems") and allergy to metals ("nickel allergy"). In (B)(6) 2013, the patient experienced back pain ("lower back pain"), arthralgia ("joints pain") and myalgia ("muscle pain"). In (B)(6) 2013, the patient experienced feeling abnormal ("neurological conditions or problems type: brain fog") and amnesia ("neurological conditions or problems type: memory loss"). In (B)(6) 2013, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant), fatigue ("fatigue"), alopecia ("hair loss") and fibromyalgia ("fibromyalgia/ autoimmune disorder type of disorder: fibromylagia") with pain. On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea"), 2 years 11 months after insertion of essure. On (B)(6) 2017, the patient experienced endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), joint stiffness ("joint stiffness/ joint issues"), anaemia ("anemia"), abdominal pain lower ("cramping"), inflammation ("inflammation"), ovarian cyst ("ovarian cyst") and uterine polyp ("polyps inside the uterus"). The patient was treated with surgery (hysterectomy (full) with salpingectomy(bilateral removal of fallopian tube)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved, the systemic lupus erythematosus, back pain, fatigue, alopecia, fibromyalgia, joint stiffness, anaemia, endometriosis, feeling abnormal, amnesia, allergy to metals, dysmenorrhoea, arthralgia, myalgia, abdominal pain lower, inflammation, ovarian cyst and uterine polyp outcome was unknown and the tooth disorder was resolving. The reporter considered abdominal pain lower, allergy to metals, alopecia, amnesia, anaemia, arthralgia, back pain, dysmenorrhoea, endometriosis, fatigue, feeling abnormal, fibromyalgia, inflammation, joint stiffness, menorrhagia, myalgia, ovarian cyst, pelvic pain, systemic lupus erythematosus, tooth disorder, uterine polyp and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy : date of insertion previously reported as (B)(6) 2012 now it is reported: (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43 kg/sqm. Ultrasound scan vagina - in (B)(6) 2013: result: total bilateral occlusion. That the occlusion was complete. Concerning injuries reported in this case the following ones were described in patient medical records: memory loss, fatigue, nickel allergy, endometriosis. Most recent follow-up information incorporated above includes: on 13-nov-2019: pfs& social media received. New events cramping, inflammation,polyps inside the uterus, ovarian cyst was added. Concomitant condition, reporter information, patient demographics was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and autoimmune disorder ("autoimmune issues") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), fatigue ("fatigue"), alopecia ("hair loss"), fibromyalgia ("fibromyalgia") with pain, joint stiffness ("joint stiffness") and anaemia ("anemia"). The patient was treated with surgery (essure implant removal). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, autoimmune disorder, fatigue, alopecia, fibromyalgia, joint stiffness and anaemia outcome was unknown. The reporter considered alopecia, anaemia, autoimmune disorder, fatigue, fibromyalgia, joint stiffness and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain/ central pelvis") and systemic lupus erythematosus ("autoimmune disorder - type of disorder: sle") in a 41-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included dyspepsia (mild reflux), mitral regurgitation, endoscopy, biopsy, epigastric pain, nausea, sprue, bacterial infection due to helicobacter pylori (h. Pylori), gastric biopsy, biopsy small intestine, chronic inflammation of orbit, unspecified, gastroesophageal reflux disease, endometriosis, insomnia, obesity, vitamin d deficiency, polycystic ovaries, hypertension, vaginitis, malaise, headache, nausea, diarrhea, abdominal pain, c-section, impaired fasting glucose, d & c, gastric bypass, stomach pain, intramural leiomyoma of uterus, mood disorder, uti and swelling. Previously administered products included for an unreported indication: lo lestrine fe, birth control pill and ocella. Concurrent conditions included cholecystitis, cholelithiasis, cholecystectomy, hemostasis, malignant neoplasm of cervix uteri since 2-oct-2013, malignant neoplasm of axillary tail of female breast since 2-oct-2013, gynecological examination since 2-oct-2013, amenorrhea since 2-oct-2013, knee operation (right knee) since 30-aug-2013, cholecystectomy since november 2012, gastric bypass since may 2012, venereal disease, unspecified, pre-menstrual tension syndrome and menometrorrhagia. Concomitant products included bupropion hydrochloride (wellbutrin), escitalopram oxalate (lexapro), omeprazole and vitamins nos (multivitamin). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia / heavy bleeding"), tooth disorder ("dental problems") and allergy to metals ("nickel allergy"). In (B)(6) 2013, the patient experienced back pain ("lower back pain"), arthralgia ("joints pain") and myalgia ("muscle pain"). In (B)(6) 2013, the patient experienced feeling abnormal ("neurological conditions or problems type: brain fog") and amnesia ("neurological conditions or problems type: memory loss"). In (B)(6) 2013, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant), fatigue ("fatigue"), alopecia ("hair loss") and fibromyalgia ("fibromyalgia/ autoimmune disorder type of disorder: fibromylagia") with pain. On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea"), 2 years 11 months after insertion of essure. On (B)(6) 2017, the patient experienced endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), joint stiffness ("joint stiffness") and anaemia ("anemia"). The patient was treated with surgery (hysterectomy (full) with salpingectomy(bilateral removal of fallopian tube)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved, the systemic lupus erythematosus, back pain, fatigue, alopecia, fibromyalgia, joint stiffness, anaemia, endometriosis, feeling abnormal, amnesia, allergy to metals, dysmenorrhoea, arthralgia and myalgia outcome was unknown and the tooth disorder was resolving. The reporter considered allergy to metals, alopecia, amnesia, anaemia, arthralgia, back pain, dysmenorrhoea, endometriosis, fatigue, feeling abnormal, fibromyalgia, joint stiffness, menorrhagia, myalgia, pelvic pain, systemic lupus erythematosus, tooth disorder and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 99.773 kgs. Ultrasound scan vagina - in (B)(6) 2013: result: total bilateral occlusion. That the occlusion was complete. Concerning injuries reported in this case the following ones were described in patient medical records: memory loss, fatigue, nickel allergy, endometriosis. Most recent follow-up information incorporated above includes: on 19-apr-2019: plaintiff fact sheet and medical records received. Reporter information updated. Patient demographic information updated. Product information details updated. Other relevant history and lab data updated. Outcome of event "pelvic pain" was changed from "unknown" to "recovered/resolved". Events: abnormal bleeding vaginal, menorrhagia, reproductive system disorder or condition type of disorder or condition: endometriosis, neurological conditions or problems type: brain fog, neurological conditions or problems type: memory loss, nickel allergy, dysmenorrhea, lower back pain, joints pain, muscle pain were newly added. Event autoimmune disorder updated to systemic lupus erythematosus. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain/ central pelvis') and systemic lupus erythematosus ('autoimmune disorder - type of disorder: sle') in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dyspepsia (mild reflux), mitral regurgitation, endoscopy, biopsy, epigastric pain, nausea, sprue, bacterial infection due to helicobacter pylori (h. Pylori), gastric biopsy, biopsy small intestine, chronic inflammation of orbit, unspecified, gastroesophageal reflux disease, endometriosis, insomnia, obesity, vitamin d deficiency, polycystic ovaries, hypertension, vaginitis, malaise, headache, nausea, diarrhea, abdominal pain, c-section, impaired fasting glucose, d & c, gastric bypass, stomach pain, intramural leiomyoma of uterus, mood disorder, uti and swelling of legs. Previously administered products included for an unreported indication: lo lestrine fe, birth control pill and ocella. Concurrent conditions included malignant neoplasm of cervix uteri since (B)(6) 2013, malignant neoplasm of axillary tail of female breast since (B)(6) 2013, gynecological examination since (B)(6) 2013, amenorrhea since (B)(6) 2013, knee operation (right knee) since (B)(6) 2013, cholecystectomy since (B)(6) 2012, gastric bypass since (B)(6) 2012, cholecystitis, cholelithiasis, cholecystectomy, hemostasis, venereal disease, unspecified, pre-menstrual tension syndrome, menometrorrhagia and morbid obesity. Concomitant products included bupropion hydrochloride (wellbutrin), escitalopram oxalate (lexapro), omeprazole and vitamins nos (multivitamin). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia / heavy bleeding"), tooth disorder ("dental problems") and allergy to metals ("nickel allergy"). In (B)(6) 2013, the patient experienced back pain ("lower back pain"), arthralgia ("joints pain") and myalgia ("muscle pain"). In (B)(6) 2013, the patient experienced feeling abnormal ("neurological conditions or problems type: brain fog") and amnesia ("neurological conditions or problems type: memory loss"). In (B)(6) 2013, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant), fatigue ("fatigue"), alopecia ("hair loss") and fibromyalgia ("fibromyalgia/ autoimmune disorder type of disorder: fibromylagia") with pain. On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea"), 2 years 11 months after insertion of essure. On (B)(6)2017, the patient experienced endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), joint stiffness ("joint stiffness/ joint issues"), anaemia ("anemia"), abdominal pain lower ("cramping"), inflammation ("inflammation"), ovarian cyst ("ovarian cyst"), uterine polyp ("polyps inside the uterus"), hypotension ("low and consistent blood pressure"), gastrointestinal infection ("stomach bug"), insomnia ("I have severe insomnia"), sinusitis ("sinus infection"), influenza ("I had the flu"), illness anxiety disorder ("I am a hypochondriac"), anxiety ("I am getting anxiety"), nausea ("I feel nauseous today"), malaise ("I have been sick all day"), glassy eyes ("itchy and glassy"), pruritus ("itchy and glassy"), oral herpes ("I have cold sore and unfortunately get them on my nose"), swelling face (" side face is hot and swollen"), sneezing ("sneezing"), oropharyngeal pain ("sore throat"), ear discomfort ("blocked ear") and dyshidrotic eczema ("dyshidrotic eczema") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy (full) with salpingectomy(bilateral removal of fallopian tube)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved, the systemic lupus erythematosus, back pain, fatigue, alopecia, fibromyalgia, joint stiffness, anaemia, endometriosis, feeling abnormal, amnesia, allergy to metals, dysmenorrhoea, arthralgia, myalgia, abdominal pain lower, inflammation, ovarian cyst, uterine polyp, hypotension, gastrointestinal infection, insomnia, sinusitis, influenza, illness anxiety disorder, anxiety, nausea, malaise, glassy eyes, pruritus, oral herpes, swelling face, sneezing, oropharyngeal pain, ear discomfort, weight decreased and dyshidrotic eczema outcome was unknown and the tooth disorder was resolving. The reporter considered abdominal pain lower, allergy to metals, alopecia, amnesia, anaemia, anxiety, arthralgia, back pain, dyshidrotic eczema, dysmenorrhoea, ear discomfort, endometriosis, fatigue, feeling abnormal, fibromyalgia, gastrointestinal infection, glassy eyes, hypotension, illness anxiety disorder, inflammation, influenza, insomnia, joint stiffness, malaise, menorrhagia, myalgia, nausea, oral herpes, oropharyngeal pain, ovarian cyst, pelvic pain, pruritus, sinusitis, sneezing, swelling face, systemic lupus erythematosus, tooth disorder, uterine polyp, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: discrepancy : date of insertion previously reported as (B)(6) 2012 now it is reported (B)(6) 2012 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43 kg/sqm. Ultrasound scan vagina - in (B)(6) 2013: result: total bilateral occlusion. That the occlusion was complete. Concerning injuries reported in this case the following ones were described in patient medical records: memory loss, fatigue, nickel allergy, endometriosis. Most recent follow-up information incorporated above includes: on 28-feb-2020: social media received-fu 5 and 6 proceeded together. New events low and consistent blood pressure, stomach bug, I have severe insomnia, sinus infection, I had the flu, I am a hypochondriac, I am getting anxiety, I feel nauseous today, I have been sick all day, itchy and glassy, I have cold sore and unfortunately get them on my nose, side face is hot and swollen, sneezing, sore throat, blocked ear, weight loss, dyshidrotic eczema were added. Reporters information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.